Event description:
The consumer was sitting in the chair with their left leg crossed over their right leg when their legs allegedly slipped off the ottoman, causing pt to cut their leg on the plastic cover for the reclining mechanism. The alleged injury required surgery to repair.